Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for being in ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) classified the ventricular tachycardia (vt) as a supra ventricular tachycardia (svt) due to wavelet discriminator. The device remains in use. No further patient complications have been reported as a result of this event.